Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on three possible lot numbers, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the arrowhead at the tip of the needle got detached during anchoring of the suture into the sacrospinous ligament using a capio slim intraoperatively. The detached needle is requested to be returned. After that, it is currently being confirmed". Additional information received stated that there was no patient injury. The device was successfully removed from the patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the arrowhead at the tip of the needle got detached during anchoring of the suture into the sacrospinous ligament using a capio slim intraoperatively. The detached needle is requested to be returned. After that, it is currently being confirmed". Additional information received stated that there was no patient injury. The device was successfully removed from the patient.